Manufacturer narrative:
Corrected device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as a fold flaw opening. As per the investigation procedure particles, non-penetrating nick, creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, ¿rupture¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken device assessed as fold flaw opening. As per the investigation procedure, non-penetrating nick, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿rupture.¿ this record is for the right side. Device has been explanted and replaced.